Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. At around 2 or 3am the patient received an alarm and the reading was 56 mg/dl. There was no bg taken during that time. Early morning, the patient went to the school, then around 7:45am the patient texted his mother and saying he was grumpy. Nurse on duty at his school took a bg reading which was 330 mg/dl and the cgm reading was low. The school nurse decided to take the patient to the hospital at (B)(6), since he was experiencing ketones (no value reported). During that time the patient felt sick. He was treated with IV medication and they took some blood test. Around 12:15 (B)(6) the patient was discharged and recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.